Event description:
It was reported that the drill heated up during a wisdom tooth procedure. Another drill was used to complete the procedure with no delay. There was no injury to the user or the patient due to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported by the customer was duplicated. The handpiece was determined to have worn bearings, a corroded motor and a spindle housing which was too tight which caused the device to overheat. A review of design changes, nonconformance documents, or reworks associated with the device in this complaint was performed and there was none within two weeks of the product manufacture date that could have contributed to the described failure.